Event description:
A patient in emergency room (ER) post motor vehicle accident (mva) with chest contusions had blood drawn for troponin test. The result was 8.75 g/l. No other signs or symptoms were noted that would indicate this was an expected value. The lab re-tested the specimen on a second instrument with result of <0.012 g/l. The lab verified that incorrect results were not occurring consistently. The lab tests 25-30 troponins daily. Technician from company called in. Error code th4-21b found when attempted to reset the board, replaced the "f" sensor and board, and cleaned the reflectometer lamp. Now we were able to reset the reflectometer without error. On the next day the lab again had a random troponin that was high unexpectedly. A second technician was called. The technician found evidence of reagent splashing on the incubator cover. The flow from rm probe was poor so the probe was replaced. The reagent packs were not running smoothly through the pack opener causing the pack to tip. The tech tested 40 troponin specimens on a negative patient pool and additional 185 on the hsdb to verify instrument now was working properly. No errors have been found since this repair.======================manufacturer response for lab instrument, vitros eci q system (per site reporter).